Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information and a p-wave amplitude measurement issue.

Event description:
It was reported that right atrial (ra) lead undersensing was observed, as the physician thought the p-wave was being undersensed, leading to unexplained prolonged av intervals. The atrial sensitivity parameters were reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated further atrial undersensing was observed. The ra lead remains in use. No patient complications have been reported as a result of this event.